Event description:
It was reported that the customer's insulin pump had a loose drive support cap. The drive support was sticking out from the side of the insulin pump. The customer's blood glucose level was not reported. The product will return. Nothing further to report.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The drive support disk was inspected and no anomaly was noted. The unit was received with a cracked case at display window corner, battery tube threads, reservoir tube lip and end cap.